Event description:
It was reported that a pt with an interstim device went through a security barrier at a library and noticed that the device stopped working. The pt was able to reset her device at home with her programmer. No serious injury to the pt was reported. The pt was reported to be ok.